Event description:
It was reported to philips that system does not start. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system does not start. Upon examination, the rse confirmed that the 480v input voltage reaches the mains disconnect switch on the ny-mim board but no leds on the board light up, the electrical panel phase supervisor reports no errors and all the cards in the power distribution unit are physically checked and all fuses are measured without finding any new features also the output voltage of the 3-phase transformator is measured and is at 230v on all lines. Rse checked the f1 fuse of the ny-fpt fan module and it is ok. There is no smell of burning or broken components on any board. Rse stated ny mim card is requested to be changed and when the change is made, the problem persist. To resolve the issue rse replaced ny-fpt board. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.